Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (won't hold charge) was not confirmed. As received, the battery was able charge however, was not able to power up. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.